Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. Prior to discovery of the fluid leak, the patient stated there was an ¿m31 air detected in cassette¿ alarm. The patient discontinued the treatment and completed their pd therapy by performing a manual exchange. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy. When the patient opened the cycler door to remove the cassette, they observed fluid leaking out. After informing ts of the fluid intrusion, the patient was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. No visible damage was found on the cassette. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient notified their pd nurse of the fluid leak event and was told that prophylactic antibiotics were not needed because their peritoneal effluent fluid had remained clear. The patient confirmed receiving the replacement cycler. At the time of follow-up, the patient was continuing pd therapy on the new cycler with no further issues. The old cycler was available to be returned to the manufacturer for physical evaluation and the patient was planning to bring it to their clinic to have them deal with the return. The cycler set was not available for evaluation as it was reportedly discarded.